Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the device was not working for the last month and a half. Upon explant, a fluid loss was noted but its location and source could not be identified. Cylinders and pump were removed and replaced. There were no patient complications.